Manufacturer narrative:
(B)(4).

Event description:
It was reports that during a laparoscopic cholecystectomy procedure, the clips would not close. It is unknown if the device was used with a cholangiogram. A new device was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). The er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, four clips were ejected due to the jaw condition; and then, it locked out as intended. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. Due to the condition of the returned device it could not be determined what may have caused the reported event. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.